Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. ¿9 days¿ after the alleged issue occurred the patient measured their blood glucose and obtained a blood glucose result of ¿5.3mmol/l¿ on the subject meter and ¿3.5mmol/l¿ on a onetouch ultraeasy meter within 30 minutes of this. At this time the patient stated that they were experiencing the following symptoms: ¿wet body, unstable walking and flashing before eyes¿ ¿ symptoms which the patient associated with hypoglycemia. In response to these symptoms, at 2:36am on (B)(6) 2015, the patient self-treated these symptoms by eating ¿sugar candies¿. No further blood glucose results were provided at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.